Event description:
The customer reported losing vacuum during surgery. The case was completed with same system then exchanged to another system. Additional information was requested on the event and pt status with no response to date.

Manufacturer narrative:
The company service representative examined the system and found the pneumatic pump was leaking. The vitrectomy pump assembly was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).